Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. One broken needle piece was returned in the left jaw of suturing device. The other piece of the broken needle was received in a container. Needle pieces were inspected under a microscope and needle was observed to be broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. The suturing device was being used to suture very thick tissue. Once it was removed from the patient, it was difficult to unload the needle. It jammed and the needle broke outside of the patient. There is still a small piece of the needle in the jaw of the suturing device and the rest of the needle was retrieved from the floor. There was no patient injury.